Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1174" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll singapore for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The customer declined the recommended repairs of the device. The device was returned to the customer labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.